Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred during surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. Based on the investigation performed, the technical root cause of the first communication failure cannot be determined (either by an excessive force applied on the robot arm or on the tool or to a cable pinch. The technical root cause of the second communication failure which was not described in the complaint description cannot be determined either (vigilance device failure due to a misuse or to a momentary breakdown or to a mis-connection of the foot pedal).

Event description:
A field service engineer (fse) was present for a seeg case at (B)(6) on (B)(6) 2019. The pointer probe and bone fiducials were used for marker registration. After registration was complete, the rosa proceeded to the verification stage. As the surgeon was moving the rosa arm in cooperative mode, an error screen showed up on the rosa monitor and the rosa robot proceeded to shut down at approximately 4:17 pm pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes.